Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant: 419678 lead implanted: 2008-(B)(6); 5076 lead implanted: 2007-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise with high impedance resulting from a suspected lead fracture. The rv lead was capped and replaced. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.